Event description:
The manufacturer received information alleging a ventilator was alarming for an ac power disconnect alarm condition. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device's internal battery failed to charge and a failure of the device to power on was observed. The device's internal battery and system board were replaced to address the issues.